Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the left lead was pulled downward and "was squiggly" on the left kidney area. It was also reported that the ins was placed in an area that was too close to the lumbar l3/l4. The patient decided against surgical intervention and the issue had not been resolved. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4) , (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s stimulator was not doing them any good. The patient checked with their pain healthcare provider (hcp) and an x-ray was performed and it was determined that the lead on the left side had dropped down and curled up. The patient reported that they had severe pain after a t12 surgery on (B)(6) 2017. Three months later, the patient had a fall that caused them to break some ribs and crush the t12. The patient suspects that this was when the lead moved. The patient reported that they couldn¿t stand the vibrations that the scs gave them. The patient noted that they always kept it on a lower level than what they needed. The patient reported that they ¿changed the vibrations¿ and it helped for a while; then, it went back. The patient reported their hcp had been giving them injections and that the ins is in a place that prevents them from delivering the injections. The patient stated that t he hcp wanted to move the battery at first, but now they want to take it out. No further complications are anticipated.